Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported during a procedure that the head of the reamer snapped off at the start of drilling. All broken pieces were removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.